Event description:
Pt fell asleep while using a heating pad on her back without any barrier between the pad and skin. Hcp noted a 2 cm water blister thereafter. Md was notified and pt's live-in caregiver will be given instructions on how to use the heating pad properly.